Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs), alleging an error 2 strip issue with the patient¿s onetouch ultra2 meter and onetouch ultra test strips. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that between 8:30 and 9:00am on (B)(6) 2017, her husband was getting an error 2 message before applying blood to the test strip. The patient is a brittle diabetic and manages the condition with insulin (no adjustments). The reporter denied that the patient made any immediate changes to his usual diabetes management routine following the start of the alleged issue. She reported indicated that about 20 minutes later, the patient developed symptoms of ¿dizzy and sweaty¿. The reporter stated that the patient self-treated his symptoms with food/drink, also around 8:30 and 9:00am on (B)(6) 2017. She indicated that at roughly 9:00am, the patient obtained a blood glucose result of ¿62 mg/dl¿ using another (unknown) device. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The reporter described the correct testing steps and confirmed that the patient was using the correct test strips. When the power button was pressed, the error 2 message did not occur. The cca walked the reporter through a retest but the alleged issue was not resolved. The products involved in the complaint have been requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Dizzy and sweaty, after the alleged product issue began.